Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device, and the reported saline output error (error02) could not be confirmed. As a result of the investigation, omsc judged that the subject device meets the specification. The device history record was reviewed and found no irregularities. Based on the investigation result so far, it was surmised that the possible cause of the reported failure phenomenon was as follows. The user did not use an electroconductive physiological saline. The user activated the subject device while the electrode was in the air or not immersed in saline. The a code was not connected completely. The saline working elements or the resectoscope was malfunctioned. The ues-40s instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a turis (transurethral resection in saline), the subject device was used. In the procedure, an er02 error occurred and the user became unable to use the subject device. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.